Event description:
In 2008, the lay user/patient contact lifescan (lfs) alleging that her one touch surestep enhanced meter did not power on. The medical affairs specialist (mas) spoke with the pt on five days later, and obtained the following info. The pt reported that the alleged power issue began approx 3 months prior to contacting lfs. As a result of this issue, the pt claimed she was unable to test her blood glucose, but continued to take her usual daily dose of insulin (6 units of r and 9 units of n). On an unspecified date/time, after the reported issue began, the pt reported developing headaches, frequent urination, in addition to feeling dizzy and nauseous. As a result of these symptoms, the pt reported treating herself with additional insulin (type and dose unk), and either on the first or second week of the same month, the pt went to the ER. The pt reported obtaining a reading of "900 mg/dl" when she first tested in the ER and was immediately treated with insulin (type and dose unk). The pt further reported that she was admitted into the hospital for a couple of days due to her high blood glucose level and was released when her blood glucose was in the mid 100's. At the time of troubleshooting, the customer care advocate (cca) confirmed the batteries in the subject meter had been replaced as recommended in the owner's booklet. The issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.